Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicaps were missing the sponge; further described as the cap does not present the sponge inside. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: four (4) actual samples were received for evaluation. A visual inspection was performed, and it was noted that the returned minicaps did not have a sponge or iodopovidone. The reported condition was verified. The cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.